Event description:
Initial results for a pt na/k/cl was 162/5.7/127. When repeated, the results were 138/4.8/104. The incorrect results were not reportled. The field service rep was unable to determine a cause for the discrepant values.